Event description:
It was reported that the user disconnected from the ilet pump due to an inability to perform a full supply change, paused the pump, administered multiple daily injections, then later resumed the pump while blood glucose was elevated at 313 mg/dl and rising; the user conducted multiple ¿more than meal¿ and false meal announcements over several hours, later disconnected again for a manual injection, and went to bed. Symptoms included sleepiness, headache or migraine, and visual difficulty while experiencing glucose values over 400 mg/dl, followed by a morning glucose of 70 mg/dl without further lows. Outcomes included no hospitalization, no emergency care, and no reported long-term sequelae. Investigation included troubleshooting and education, including guidance to announce meals at first bite or no more than 15 minutes prior unless otherwise directed by a healthcare professional, and a recommendation for a factory reset due to frequent non-meal and ¿more than meal¿ announcements. Investigation of this case revealed user technique and use-pattern concerns involving repeated non-meal bolus attempts via meal announcements and intermittent pump disconnection. It was concluded that hyperglycemia occurred with cause unclear, with contributory factors related to off-label use patterns and inconsistent device engagement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.